Event description:
A report was received that the patient was experiencing discomfort since the battery was sticking out but there was no actual break in the skin. The physician determined that the ipg moved in the pocket. It was also reported that the ipg moved higher up and apparently went through some internal sutures. The patient underwent a procedure where the ipg was relocated. The patient was reportedly doing well postoperatively.